Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the following led to the malfunction: assembly failure of main board was the cause of phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image was overexposed and the main printed circuit board was defective. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite xenon light source was producing an overexposed image. The issue was found during preparation for use for a therapeutic polypectomy. The procedure was not delayed and was completed with the same device. There were no reports of patient harm.